Event description:
Per the report received from france the balloon of a cardioplegia catheter model rc2012 burst during perfusion, specifically during cardiopulmonary bypass (cpb), when the retrograde injection was stopped. Reportedly, the pressure was not excessive. This resulted in a coronary sinus lesion injury and a prolongation of cardioplegia. Consequently, retrograde perfusion was abandoned, and the technique was changed to a longer and discontinuous selective perfusion.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional, correction or added information. H6: type of investigation, investigation findings and investigation conclusions. H11; additional manufacturer narrative: device history records were reviewed which confirmed that the lot was manufactured according to specification and there were no non-conformances or deviations associated with it. The sub-assembly DHR for the balloon was also reviewed and no non-conformances or deviations were associated with the sub-assembly lot. Based on the information available and through product evaluation, balloon burst was able to be confirmed. A manufacturing defect is unable to confirmed based on the information available since 100% inspection of balloons are performed and each device undergoes leak and flow tests during manufacturing. Additionally, during evaluation of the returned device, the balloon thickness was measured at various locations and the average thickness met the specifications. This indicates that the balloon burst was not caused by manufacturing defect of inadequate balloon wall thickness. Although a definitive root cause cannot be conclusively determined, the most likely cause is operational factors during use of the device. Balloon bursts can sometimes happen when the balloon is inadvertently introduced to a heat source or popped by a needle during repair. An edwards/supplier manufacturing defect has not been confirmed.

Manufacturer narrative:
H3: evaluation summary: customer complaint of balloon rupture was confirmed. Balloon was found ruptured. As received, edges of rupture site appeared to match up. Pressure lumen was found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found to the device. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.